Manufacturer narrative:
Results- a sample is not available for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion- bd was not able to duplicate or confirm the customer¿s indicated failure. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that after the nurse gave an injection using the suspect device, the nurse took the needle off the pen and the back end shield did not active. The nurse touched the back of the needle in error and received a needle stick injury. It was reported that labs were drawn to assess the patient although it is unknown if it was the nurse, patient, or both receiving this lab work.